Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. After the device was implanted, the staff noticed clot on the pig tail/wire and removed the pump. The pump was ran on p2 in saline for couple seconds to clear any clot and the wire was contaminated by scrub. The staff used wire cutters to cut contaminated end, but too rigid for pump to advance over. Everything was removed, fluoroscopy was provided and then it was noted that the impella rp sheath was kinked. The sheath was exchanged on amplatz super stiff without issue. The device was reinserted with some difficulty passing through tricuspid valve. Then the device exhibited a placement signal lost message and bleeding was noticed at the access site. The device was successfully implanted. No resolution specified for the access site bleeding or placement signal lost message. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported thrombus, optical signal, access site bleeding, introducer issue has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The cause of the thrombus issue was patient condition related. The cause of the introducer issue was a introducer sheath kink. The cause of the placement signal issue was not determined since product was not returned. The cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details were provided. As noted in the impella IFU: impella rp with smart assist system section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.